Event description:
Medtronic received information that during the suturing of this 19mm bioprosthetic valve, after scallops had been cut into all three sinuses, it was noticed that one of the valve leaflets had been damaged. Subsequently, the sutures were divided and the valve was removed. Additionally, the surgeon noted that the 19mm valve had difficulty adapting to the contours of the adjoining graft. The surgeon decided to upsize to a 21mm freestyle valve, which was implanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: no product was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Based on the information provided and the device history review, it is concluded that use error was the likely cause of the event. There are no trends on this issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.